Manufacturer narrative:
Corrected data: h3 (¿not returned to manufacturer¿ selected in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer replaced the front connector to resolve light source image error. The device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had illumination light problem. The field service engineer evaluated the device onsite and it was found that the device exhibited light source image error. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.